Manufacturer narrative:
The customer¿s report that the tubing set had disconnected from the syringe and leaked was confirmed by visual inspection. The set was visually inspected for cracks, misassembles or damages to the components. Visual inspection found that the set was broken at the spike adaptor the ¿disconnection¿ was caused by breakage between the upper fitment and the spike adapter. The uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Functional testing could not be performed due to the set¿s breakage and obvious leaking that would occur. The root cause of the breakage was identified as an external lateral force being applied to the component. The root cause of the external lateral force could not be definitively determined.

Event description:
It was reported that while the rn was performing hourly IV rounds, it was noticed that the tubing set had disconnected from the syringe and leaked during the neonate's intralipid infusion. The intralipid infusion was not restarted until (B)(6)2019 at 1800. The customer further stated that there were no adverse effects caused to the neonate patient from the event.

Manufacturer narrative:
Concomitant medical products: bd syringe 30ml; non-bd extension set. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while the nurse was performing hourly IV rounds, it was noticed that the tubing set had disconnected from the syringe and leaked during the neonate's intralipid infusion. The intralipid infusion was not restarted until (B)(6) 2019 at 1800. The customer further stated that there were no adverse effects caused to the neonate patient from the event.